Event description:
It was reported that the pt experienced increased pain. The catheter had dislodged from the intrathecal space. The event severity was reported as moderate. The catheter was surgically revised on (B)(6) 2011; the catheter was spliced. It was also reported the pt's preexisting condition had worsened or exacerbated. The drugs infused via the pump included dilaudid 2 mg/ml and bupivacaine 30 mg/ml. The pt outcome for both events was reported as "death".

Manufacturer narrative:
(B)(4).